Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Scanning electron microscopy analysis was performed indicating ductile overload. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the account confirmed that the guide wire tip separated during advancement with no resistance noted. The tip was attempted to be retrieved via snare but was unsuccessful. There are no plans to retrieve the separated tip. The patient remains in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral popliteal artery. A hi-torque command guide wire tip separated during the procedure. It was attempted to retrieve the separated tip portion via unknown methods but was unsuccessful. The separated portion remains in the anatomy. No additional information was provided.